Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "reset after being dropped". They also stated that this resulted in the pump appearing to run, but not delivering. Mmdg followed up with the initial reporter who stated that they reprogrammed the pump, restarted it, and it was working after that. No other information was provided. [(B)(4)].